Event description:
The manufacturer received information alleging "it does not work" for a trilogy evo o2 international device while in patient use. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging "it does not work" for a trilogy evo o2 international device while in patient use. There was no harm or injury reported. During the evaluation of the trilogy evo o2 international device at a third-party service center, an evt_press_sensor_mismatch error indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician documented that the machine flow sensor, in-line filters, blower, bellow, tubing system pca and low-flow tube are contaminated, which causes the appearance of the evt_press_sensor_mismatch error, and recommended replacement to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.